Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic inflammatory disease ("pelvic inflammatory disease") in a 33-year-old female patient who had essure (batch no. 622376) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine cervical motion tenderness, uterine tenderness, ovarian cyst, back pain, fatigue, frequency urinary, fever chills, uterine fibroid and adenomyosis uteri. On (B)(6)2011, the patient had essure inserted. In august 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches,") and vision blurred ("vision/eye problems type: blurry, here and there"). On (B)(6)2011, 5 months 25 days after insertion of essure, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (surgery to remove the essure implant in 2013.) And surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2011. At the time of the report, the pelvic pain, pelvic inflammatory disease, abdominal distension, menorrhagia, abdominal pain upper, vaginal haemorrhage, migraine, headache, vision blurred and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: essure sterilization: 1st device loaded through operating channel of hystersoope. And inserted into the l tubal ostia. Trailing coils in uterus: 5 2nd device loaded through operating channel of hysterscope. And inserted into the r tubal ostia. Trailing coils in uterus: 6 diagnostic results: she had essure confirmation test results shows total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical records: pelvic inflammatory disease most recent follow-up information incorporated above includes: on (B)(6)2018: reporters added . Laboratory data was added. Added event abdominal pain. Updated events and onset dates. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic inflammatory disease ("pelvic inflammatory disease") in an adult female patient who had essure (batch no. 622376) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine cervical motion tenderness, uterine tenderness, ovarian cyst, back pain, fatigue, frequency urinary, fever chills, uterine fibroid and adenomyosis uteri. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain upper ("stomach pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches,"), vision blurred ("vision/eye problems type: blurry") and pelvic inflammatory disease (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant in 2013.) And surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal distension, menorrhagia, abdominal pain upper, vaginal haemorrhage, migraine, headache, vision blurred and pelvic inflammatory disease outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: essure sterilization: 1st device loaded through operating channel of hystersoope. And inserted into the l tubal ostia. Trailing coils in uterus: 5 2nd device loaded through operating channel of hysterscope. And inserted into the r tubal ostia. Trailing coils in uterus: 6. Concerning the injuries reported in this case, the following one was reported via medical records: pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 3-apr-2018: pfs+mr received: new events: menorrhagia, vaginal haemorrhage, migraine, headache, vision blurred, abdominal pain upper, pelvic inflammatory disease were added. Reporter, patient demographic information, product start, stop date updated. All other relevant history, product lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic inflammatory disease ("pelvic inflammatory disease") in a 33-year-old female patient who had essure (batch no. 622376 invalid) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine cervical motion tenderness, uterine tenderness, ovarian cyst, back pain, fatigue, frequency urinary, fever chills, uterine fibroid and adenomyosis uteri. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches,") and vision blurred ("vision/eye problems type: blurry, here and there"). On (B)(6) 2011, 5 months 25 days after insertion of essure, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (surgery to remove the essure implant in 2013.) And surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, pelvic inflammatory disease, abdominal distension, menorrhagia, abdominal pain upper, vaginal haemorrhage, migraine, headache, vision blurred and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: essure sterilization: 1st device loaded through operating channel of hysteroscope. And inserted into the l tubal ostia. Trailing coils in uterus: 5 2nd device loaded through operating channel of hysteroscope. And inserted into the r tubal ostia. Trailing coils in uterus: 6 discrepant information in essure removal date - 2011 and 2013. Diagnostic results: she had essure confirmation test results shows total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical records: pelvic inflammatory disease quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality department mentioned that the reported lot number 622376 was invalid. FDA codes were added. No follow-up ptc investigation will be provided (actually: unable to confirm complaint). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating"). The patient was treated with surgery (surgery to remove the essure implant in 2013.). Essure was removed in 2013. At the time of the report, the pelvic pain and abdominal distension outcome was unknown. The reporter considered abdominal distension and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.